Event description:
A trial poly insert size number 6# 11mm broke during primary left knee surgery.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device and additional information has not been made available due to hospital policy. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.